Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device was said to infuse medication but none was infusing, which was not reproduced due to an unrelated issue. No component could be identified for causality and the device failed to reproduce the symptom or complete flow rate testing. No component could be identified for causality and the device will have passed all testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "said to infuse medication but none infusing" during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.